Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, when the screw was twist in, the twinfix ultra anchor's head broke because the cortical was too hard and the direction was changed. Surgery was completed with a back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor and suture strings on the device, the anchor fractured at the proximal end of the suture window. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user vs procedural variance. The twinfix anchors are implantable, biocompatibility is not an issue if broken fragments were retained in the patient. If broken fragments were retained in the patient micro-motion or movement cannot be predicted and there is potential risk for tissue inflammation and/or pain. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torque on the device or off-axis insertion. No containment or corrective actions are recommended at this time.